Manufacturer narrative:
Date rec'd by MFR: 16apr2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the blower motor and the blower assembly to address the reported issue. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 01jul2019. No fault was found within the returned blower assembly. The blower start failure could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code. No patient involvement:. Event date not specified, estimate used.